Manufacturer narrative:
Sex/ gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the eye had a loading issue. The reporter was not sure if there¿s a handling/ use error, but an incision enlargement was required. It was learned that the patient was supposed to receive a model ar40m iol, but as this suspect iol had loading error, instead of leaving the patient aphakic, the customer put in the smallest diopter lens that they had in stock, which was the zcb00 5.0d. There was no harm to the patient. They patient was actually very happy with the outcome. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 7/7/2020. Device evaluation: the lens was observed cut in two pieces with one of the haptics detached and missing. Customer states that lens had loading error. Product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one other complaint has been received for this production order number. Investigation was reviewed and is related to this complaint dc-loading issues. Investigation is in process and is from the same customer as this one and same cause (user error). Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.